Event description:
Transport ventilator would not read accurately the fio2 [fraction of inspired oxygen] setting, even after calibrating the machine. The ventilator read 21% even after setting the fio2 setting to 41%. Replaced the tv 100 with a drager ventilator for transport back to the unit. Manufacturer response for transport ventilatory, tv100 (per site reporter).